Manufacturer narrative:
(B)(4). Approximate age of device ¿ 5 months. The explanted pump is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2017, the patient presented with worsening shortness of breath, dark urine, an inr of 9. It was reported that the patient was suffering from multisystem organ failure with elevated liver enzymes, hemolysis, and renal failure. The patient was being treated with hemodialysis. The patient also developed heparin induced thrombocytopenia. Ramp echocardiogram revealed the aortic valve was closed with an lvad speed of 11,000 rpm. The lvad clinicians suspected device thrombosis. On (B)(6) 2017, an intra-aortic balloon pump was placed, and the lvad was exchanged on (B)(6) 2017. It was reported that during explant, thrombus was confirmed in the pump.

Manufacturer narrative:
Additional information. It was initially reported that the device was returning for analysis; however, the device could not be located at the user facility. The reported device thrombus was confirmed based on submitted photos. The patient¿s pump was exchanged on (B)(6) 2017; however, it was reported that the whereabouts of the pump were not known. No product is available for investigation. The submitted system controller log file appeared to capture an upward trend in average power and estimated flow, beginning on (B)(6) 2017. The heartmate ii lvas IFU states, ¿gradual power increases (over hours or days) may signal thrombus deposits inside the pump.¿ the submitted photos depict a proximal view of the inlet port of the pump. Thrombus was observed surrounding the inlet bearing, which appeared to partially occlude the blood flow path. The images appear to reveal some areas of denaturation, indicating that the thrombus formation was present while the pump was supporting the patient. In addition, a red deposition appears to be present on the body of the rotor, partially occluding one of the rotor¿s vanes. Although a root cause for the development of these depositions and the duration for which they were present within the device could not be conclusively determined, they could have contributed to the reported hemolysis and observed upward trend in power and estimated flow. Device thrombosis, hemolysis, and renal failure are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.